Event description:
It was reported that the programmer's touch screen was unresponsive to the stylus or touch. The programmer was power cycled and then the screen was responding. There was no patient involvement.